Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had been hospitalized twice due to high blood glucose levels. Blood glucose level at the time of the first incident was 535 mg/dl. Customer was in diabetic ketoacidosis. Customer was not wearing the insulin pump at the time of the hospitalization, but had been off for less than 48 hours. Blood glucose level at the time of the second incident was 500 mg/dl. Customer was not wearing the insulin pump at the time of the hospitalization, but had been off for less than 48 hours. The customer reported that the insulin pump's display went blank and would not return. Blood glucose level at the time of the call was 385 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. Pump received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. The insulin pump was monitored and no unexpected excessive no delivery alarms, low battery alert alarms, or shutting down/blank display occurred during testing. No damage was found on the lcd isolation tape during visual inspection. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.